Manufacturer narrative:
Onsite investigation was preformed by the field representative, the reported event could not be replicated upon the inspection as the axiem box worked as intended and without problems. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a surgical procedure (not disclosed by the site), the axiem box was damaged after it fell off the bed. The fall caused the axiem box to track instruments intermittently. It was also reported that the axiem box lights would turn on and off unexpectedly. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the procedure was a cranial tumor resection.